Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 11-sep-2015. It describes the occurrence of pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2014. Physician reported that essure had been placed one year prior this report in another hospital. The placement procedure report did not mention placement problem. Plain abdomen x-ray of control was ok. The patient experienced pregnancy with contraceptive device and this pregnancy ended by spontaneous abortion. No further information was provided. Follow up information received from the gynecologist on 29-sep-2015 (case upgraded to incident): essure was inserted in (B)(6) 2013. No abnormal uterine findings prior to insertion. Condoms were used as alternative contraception after essure placement. Essure confirmation test was done by x-ray in (B)(6) 2013 and (B)(6) 2014 and showed tubal occlusion, so patient was advised by doctor to rely on essure. Pregnancy was confirmed by doctor two years later, in 2015. Patient's decision was to terminate the pregnancy. Essure was not in situ after diagnosis of pregnancy. Essure was removed on (B)(6) 2015 by laparoscopy because of patient request. No pathology results, signs of infection or inflammation. Right coil was well placed and left coil was in the uterine horn, pre-perforation. No other new medical information was provided. Follow-up information received from the health authorities in (B)(6) on 14-oct-2015: nca reference number (B)(4) was added. No other new medical information was provided. Product technical complaint (ptc) investigation and final assessment were received on 15-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-oct-2015 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous retrospective pregnancy case report. It refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced a pregnancy with contraceptive device and had a spontaneous abortion. Upon follow up information, the physician stated that the patient's decision was to terminate the pregnancy (therefore the event spontaneous abortion was deleted). Although the 2 essure pregnancy tests by x-ray showed correct localization and tubal occlusion, during surgery for essure removal, it was noticed that the left coil was in the uterine horn, pre-perforation (interpreted as device embedded/partial perforation). The pregnancy with contraceptive device and device embedded are serious due to their medical importance. Both events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Initially it was reported that a spontaneous abortion occurred. However, in the follow up it was informed that her decision was to terminate the pregnancy. Considering the nature of a device embedment and the lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-oct-2015: product technical complaint (ptc) investigation assessment was updated. Ptc global number: (B)(4). No major changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-oct-2015 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this is a medically confirmed spontaneous retrospective pregnancy case report. It refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced a pregnancy with contraceptive device and had a spontaneous abortion. Upon follow up information, the physician stated that the patient's decision was to terminate the pregnancy (therefore the event spontaneous abortion was deleted). Although the 2 essure pregnancy tests by x-ray showed correct localization and tubal occlusion, during surgery for essure removal, it was noticed that the left coil was in the uterine horn, pre-perforation (interpreted as device embedded/partial perforation). The pregnancy with contraceptive device and device embedded are serious due to their medical importance. Both events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Initially it was reported that a spontaneous abortion occurred. However, in the follow up it was informed that her decision was to terminate the pregnancy. Considering the nature of a device embedment and the lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No further information is expected.